Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 for unresponsiveness. A computed tomography (CT) scan was performed and found a 5 millimeter subdural hematoma with no midline shift. The patient was intubated, stable, and neurologically intact. There was no plan made for surgical intervention, but anticoagulant medication was stopped as treatment for the hematoma. An echocardiogram was also performed and showed the inflow was aimed towards the septum, the left ventricle appeared underfilled and the right ventricle was dilated. It was thought that the pump speed may have been too high. Their log files were submitted for review and upon interrogation, only pulsatility index (pi) events were found. It was thought that the events were a result from sepsis vs hyperglycemic hyperosmolar syndrome.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (hemorrhagic stroke, infection, sepsis, right heart failure, and patient condition) cannot be conclusively determined through this evaluation. The reported inflow cannula malpositioning could not conclusively be determined through this evaluation as no images were provided by the account. The controller event log file contained data spanning from 16mar2022 at 11:37:11 to 17mar2022 at 08:16:28, per the timestamp. No notable alarms were recorded, and the pump appeared to have been operating as intended. On (B)(6) 2022 a repeat CT scan was performed and did not reveal a significant change in the subdural hematoma. There were no new intracranial hemorrhages or large territorial infarctions. The patient was eventually extubated to a bilevel positive airway pressure machine, were administered a 7-day course of levofloxacin for their stenotrophomonas maltophilia infection, and were to continue zosyn for their aspiration pneumonia. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use lists sepsis, infection, right heart failure, bleeding, and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Care instructions regarding preventing infection are provided in various sections of this document. The heartmate 3 left ventricular assist system instructions for use outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in the instructions for use. Information regarding anticoagulation therapy and international normalized ratio range is also provided in this document. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists sepsis, infection, right heart failure, bleeding, and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of this document outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Information regarding anticoagulation therapy and international normalized ratio range can be found in this section. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer's investigation is complete.